Event description:
Further device diagnostics and parameters were seen during periodic review of the database.

Manufacturer narrative:
F10, adverse event problem, corrected data: initial report inadvertently submitted without related medical device code. H6, adverse event problem codes, corrected data: initial report inadvertently used incorrect investigation finding code. H6, adverse event problem codes, corrected data: initial report inadvertently used incorrect investigation conclusion code.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a planned battery replacement procedure for prophylactic reasons. Pre-operative diagnostics showed within normal lead impedance. Once the generator was replaced, the lead impedance was noted to have dropped significantly and showed low impedance. The surgeon noted that there was noting visually wrong with the lead. Surgeon's assessment was that the low impedance could be related to the use of irrigation during the procedure and opted to wait and see if the impedance normalized over time. No other relevant information has been received to date.

Event description:
The patient was referred to a neurosurgeon for the low impedance, but the surgeon didn't want to put patient through a lead revision. He said the risk outweighs the benefit. Patient will be monitored and followed closely.